Manufacturer narrative:
The device was returned to the resmed design house located in (B)(4) for an extensive engineering investigation. The reported complaint of system fault 74 was confirmed through review of the device data logs. The investigation determined that the device fault was due to a software problem. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) and an evaluation was performed. The evaluation could not reproduce the reported issue. The device logs and therapy data were sent to the resmed design house for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device displayed a system fault message (sf 74) indicating a software task error occurred. There was no patient injury reported as a result of this incident.